Event description:
I had tmj concepts bilateral tmj implant devices implanted in (B)(6) 2010 by dr. (B)(6). This was my first set of jaw implants. I'm much worse off now than before surgery. I have developed an allergic reaction to the prosthesis and need to have further allergy testing done. I have also developed severe allergic reactions to medications. Since the surgery I've lost (B)(6) and have trouble maintaining my weight. In total, I've lost (B)(6). I can't chew and my desire to eat is gone. I have developed a lisp. Talking hurts and my teeth cause me extreme pain when they touch one another. I wear a retainer to prevent my teeth from hitting. I am only able to get one finger in my mouth and am unable to move my jaw from side-to-side. My bottom lip is numb and the top lip is swollen and tingles. Dr. (B)(6) also did surgery on my nose which caused a lot of scar tissue and lots of pain. I've lost my hearing since the surgery and have fluid that will not drain out causing a lot of ear pressure. I suffer from chronic sinus infections. It has also affected the tear ducts in my right eye. The surgery has changed the way I look: my nose, cheeks and face are different and I don't recognize myself. I have trouble concentrating and I tend to forget things. All of this has greatly affected my quality of life and I struggle to be able to perform my job. I contacted the manufacturer about my concerns and I was told dr. (B)(6) had not informed them of my problems. Tmj concepts didn't have much to say either.